Event description:
It was reported that subsequent to a carotid artery stenting treatment procedure, stent thrombosis and brain infarction occurred. The 99% stenosed target lesion was located in a severely tortuous left internal carotid artery. The lesion was pre dilated with an unknown manufacture's 3.5 balloon catheter, a carotid wallstent monorail 10.0-24 was implanted. The carotid wallstent was post dilated with an unknown manufacture's 4.5mm balloon catheter. The procedure was considered complete. Six days post the index procedure the patient presented with sub acute thrombosis. It was noted that the previously implanted stent was ''slightly not apposed'' to the vessel wall. At an unknown time the patient experienced a brain infarction and was transferred to another hospital. No further patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).